Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a concern of incorrect reprocessing after being in the reprocessor. There were no reports of patient involvement.